Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The delivery device with the cutter was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood was observed on the device indicating clinical use. There was no nonconformance observed with the cutter . There was no blood inside the delivery tube. The loading device, seal and tension spring assembly were not returned. The side lock on the delivery device was engaged and the plunger was not depressed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .222 inches. The length of the delivery tube was measured at 2.49 inches. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube we unable to be taken. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.